Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. Customer stated their blood glucose was 468 mg/dl at the time of the call. Customer also reported a weak battery alarm occuring after a new battery was inserted. The customer stated their blood glucose was elevated because they did not receive insulin due to the battery out limit alarm. The customer also reported being released from the hospital recently for an open sore on their foot. The insulin pump will not be returned for analysis.